Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) was intended for left bundle branch (lbb) lead placement, but the helix would not extend during implant. As a result, appropriate lead placement was not achieved after multiple tries, and rv non-capture was observed. Subsequently, this rv lead was removed and a different lead model was successfully implanted. It was noted that this lead was not returned due to infection/contamination. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) was intended for left bundle branch (lbb) lead placement, but the helix would not extend during implant. As a result, appropriate lead placement was not achieved after multiple tries, and rv non-capture was observed. Subsequently, this rv lead was removed and a different lead model was successfully implanted. It was noted that this lead was not returned due to infection/contamination. No additional adverse patient effects were reported. Additional information received reported that during the attempted left bundle branch lead placement, the physician used the rotation tool for approximately less than 30 rotations. With respect to the infection, it was not surgery related and there was no evidence of vegetation in the leads. Prior blood culture confirmed an unspecified infection, but there were no further details. No additional adverse patient effects were reported.